Event description:
The event is reported as: the unit will not turn on.

Manufacturer narrative:
Product usage when the alleged defect was encountered is unk at the time of this report. Per DHR (device history record) the product concha neptune, lot # 611080348 was manufactured on 08/30/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.